Manufacturer narrative:
Manufacturer's report date 9/5/97 the pump was returned to the manufacturer's international service department for evaluation. The unit passed all tests including infusion rate and volume accuracy. The reported overinfusion could not be duplicated. The unit was returned to the user facility. The MFR will continue to monitor customer complaints with regards to this issue.

Event description:
It was reported that an overinfusion of marcaine occurred. The pump was set to run at 5ml/hr with a filled 30ml syringe. It was noted that after 1.5 hours, the syringe was empty. There was no patient cosnequence.